Manufacturer narrative:
Response to device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false negative tests and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were no previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.

Event description:
Customer reported wife received three false negative results when using the cue covid-19 test for home and over the counter (otc) use. This report is to document one of the false negative results. See related cases for alternate false negative results. Individual received a false negative result on (B)(6) 2022 when using the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(4) lot 27094b, reader sn (B)(4). Individual tested positive with two unspecified over-the-counter covid-19 antigen tests on (B)(6) 2022. Individual was in close proximity to her mother, who had a confirmed positive the last 3 days with the flowflex antigen home test nasal swab. The wife exhibited loss of taste and smell, body aches, 103 fever, and headaches.